Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the bolus button was found to be difficult to press. The bolus button was examined and the bolus button plug was misaligned.

Event description:
The patient reported that the audio bolus button was becoming more difficult to press. The patient reportedly wore the pump in an undergarment against the skin and did not clean the pump.